Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an extreme low event. It was reported that between the hours of 6:00 am and 7:00 am the patient's mother called 911 because the patient was not responding to phone calls. The emts arrived and determined that the patient was at a glucose value of 20mg/dl and administered an IV of z50. There was no alleged device malfunction. At the time of contact, the patient was healthy. Additional event or patient information is not available.